Event description:
It was reported that the customer passed away at home. The cause of death was hypertensive cardiovascular disease. The customer's blood glucose, at the time of death, was unknown. The customer was wearing the insulin pump at the time of death. The customer was using sensors; however, the caller was unsure whether a sensor was worn at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.